Event description:
A patient received an injury to an artery during neurosurgery which required surgical repair. The surgeon stated the output was intermittent with the bipolar instrument. The hospital biomed tested the bipolar output and found it to be low.